Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the first delivery system used in the case. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 23mm sapien 3 valve in the aortic position, the certitude delivery system balloon burst. The delivery system and sheath were removed as a unit and new sheath and delivery system were used. Post dilatation was performed and the delivery system balloon burst again. The delivery system and sheath were removed as a unit. No pvl was observed on echo and the procedure was completed successfully. There was no consequence to the patient. The patient¿s sinotubular junction, native annulus, native leaflet, and aortic root were severely calcified. The balloon burst was attributed to the sinotubular junction being small and calcified.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-00767 per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards for evaluation. Upon visual inspection a radial and longitudinal balloon burst with no missing pieces was observed. No other abnormalities were observed. Dimensional analysis of the of the balloon single wall thickness were taken and met specification. No relevant functional testing could be performed due to the condition of the device (burst balloon). Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary (B)(4). A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, as reported, the patient¿s severely calcified sinotubular junction, native annulus, native leaflet, and aortic root likely attributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.